Event description:
Put batteries into laryngoscope handle, light was checked by pressing down on the bulb and was working properly. Began to flicker during intubation. Patient was successfully intubated with a glidescope with no difficulty.

Event description:
Put batteries into laryngoscope handle, light was checked by pressing down on the bulb and was working properly. Began to flicker during intubation. Patient was successfully intubated with a glidescope with no difficulty.